Event description:
It was reported via clinic notes received that the patient has severe sleep apnea and uses a CPAP nightly. The patient underwent a sleep study in (B)(6) 2011 at which time the severe sleep apnea was diagnosed. The patient has been scheduled to be evaluated by an ent. The relationship of the sleep apnea to the vns was not indicated. Vns diagnostics taken on (B)(6) 2012 were within normal limits. Attempts for additional information have been unsuccessful to date.